Manufacturer narrative:
Patient's date of birth unavailable. The component code and health effect impact code (heic) field was intentionally left blank. A supplemental MDR to follow upon availability to enter component code and heic codes.

Event description:
A peripheral atherectomy procedure commenced on (B)(6) 2020 to treat a lesion within the patient's superficial femoral artery (sfa) using a contralateral approach. This event was part of a postmarket study being conducted in (B)(6). The physician chose to use a spectranetics turbo elite laser atherectomy catheter, treating the proximal, mid and distal sfa. It was reported that after the turbo elite device was used within the vessel, an embolization was observed on angiogram. At that time, a plain old balloon angioplasty (poba) was performed and after poba, the embolization was observed on angiogram. Aspiration was performed successfully to remove the embolization. The procedure was successfully completed and the patient was discharged on (B)(6) 2020. There was no alleged malfunction of the turbo elite device in the procedure.

Manufacturer narrative:
H3): the device was discarded, thus no investigation could be completed. H6): added codes: 4755, 4621, and 4619.